Event description:
It was reported that during a shoulder arthroscopy surgery the screw broke when the surgeon put the screw on the blue screwdriver. The surgeon turned it and it broke off prior to full insertion to intended depth inside the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the sutures attached to the suture eyelet had been removed from the shaft and the device was reassembled to the driver with the sutures outside of the shaft. It was also noted that the screw was broken. The cause of this remains undetermined, however, probable cause can be attributed to prying/leveraging forces being used.